Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8110 failing pressure accuracy test. Technical support: requested customer perform the full calibration on the unit. After unit passed calibration, asked to perform full pm. Unit now passes the pressure accuracy test. Customer will call back if any other issues experienced. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device failed preventive maintenance for pressure accuracy test after replacing and performing calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed preventive maintenance for pressure accuracy test after replacing and performing calibration. No additional information was provided. There was no patient involvement.